Event description:
Note: this report pertains to the first of two malfunction that were reported for the same procedure. It was reported to boston scientific corporation on september 30, 2008, that an rx pre-curved ercp cannula device was used during an endoscopic retrograde cholangiopancreatography procedure, performed in 2008. According to the complainant, during preparation, the physician was not able to backload the wire onto the cannula. The device was removed and replaced with a second rx pre- curved ercp cannula device. Refer to MFR report #3005099803-2008-05587 for details regarding this second device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has been disposed and will not be returned. The device evaluation can not be performed; the cause of the reported malfunction is undetermined.